Manufacturer narrative:
Additional PMA 510(k): p020023.

Event description:
On (B)(6) 2009, a spontaneous report was received from a female patient (age not provided) who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history and concomitant medications were not reported. The patient received an injection of restylane (reported as a small amount) on (B)(6) 2009 to the folds of skin alongside the nose and above the lips. Pre-procedure medications and additional procedures at the time of implantation were not reported. On an unknown date, after the injection, the patient reported having difficulty moving her mouth and lips, described as a "frozen look". Self treatment for the event included moving and exercising her mouth and lips as much as she could in an exaggerated way. The lot number and expiration date were not reported. The patient contacted the company via an e-mail. Follow-up e-mails were sent to the patient with no response. No further information is available.